Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation with the original cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient adapter was fully flushed to the tubing / bushing. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was connected to a laboratory titanium adapter and leak tested and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number was unknown; however, the complete primary ID was not available. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.